Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with respect to manufacture, design or labeling; therefore, no corrective action is required. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a calcified femoral artery was attempted with proglide devices, using the preclose technique via a 6f sheath, prior to an endovascular aneurysm repair procedure. Reportedly, a cuff miss was noticed. A second proglide was used with the same result. The procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.